Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the instructor that the magnetic navigation catheter sheath was extremely difficult to advance. Upon close inspection, burrs were observed at the tip, and the connection points were uneven. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed but the root cause could not be determined. One photograph of a microez microintroducer was returned for evaluation. Inspection of the photograph found that buckling of the sheath tip edge was present and no tears were visible adjacent to the buckled area or anywhere else on the microintroducer. The features of the damage suggested that the sheath may have been damaged due to excessive insertion force, an inadequate skin nick, and/or a steep insertion angle; however, without further inspection of a physical sample this could not be conclusively determined. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.